Event description:
The subject device was used during a laparoscopic assisted distal gastrectomy (ladg). Tb-0535fc (the 1st device) could not be activated any more when the user did abrasion. Although he exchanged it with the subject device (the 2nd device) and continued the procedure, soon after the exchange, the device couldn't be activated any more. The procedure was completed with another similar device (the 3rd device). There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. This MDR is regarding the second device of the reported two broken devices. The evaluation confirmed that the ptfe pad of the device was partially separated. The tip of the probe and the jaw had contact marks against each other. The manufacturing history was reviewed, with no irregularities noted. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad is separated from the grasping section. Considering the evaluation result of the subject device, omsc concluded that the separation of the pad occurred since the user continued activating output for an extended time after the tissue already cut, which caused the contact between the probe and the jaw. Because the user kept outputting in its state, the contact marks were made and the output stopped. Based on the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution. This report is one of the two reports. Cross reference MFR: report #: 8010047-2015-00241.